Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm fenestrated bipolar forceps instrument was damaged. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were broken/damaged cables. No material missing or detached from the instrument at the distal end. No misaligned bent tips. No broken input disks. No tissue caught in instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.